Event description:
It was reported that the injector and connector disconnected approximately half way through a 24 hour infusion with a bd phaseal connector c35-o. The following information was provided by the initial reporter: it was reported that the injector and connector separated at approximately hour 12 of a 24 hour infusion. This record captures patient 4 of 4. Second disconnection for this patient captured in additional complaint.

Manufacturer narrative:
Investigation: two sample connectors from lot 1904104 were returned to our quality engineer for evaluation. The product was visually inspected, no defects or damage was identified. Dimensional testing was performed on the received connector, verifying all critical dimensions are within specification. Testing was completed, engaging and disengaging the connector and a sample injector from lot 1906101. In all cases the product functioned as intended and the failure could not be replicated. Four retained connector samples of the same lot were used for additional evaluation. The same testing was performed, engaging and disengaging the device from sample injectors and again the product functioned properly in all units observed. A device history review was performed for lot 1904104, no deviations or non-conformances were identified during the manufacturing process that could have contributed to the reported issue. Product is visually and functionally tested throughout manufacturing according to procedure, ensuring the quality and functionality of the device. While we could not identify a root cause at this time, an investigation has been initiated to look further into this matter. CAPA#(B)(4) was initiated.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the injector and connector disconnected approximately half way through a 24 hour infusion with a bd phaseal connector c35-o. The following information was provided by the initial reporter: it was reported that the injector and connector separated at approximately hour 12 of a 24 hour infusion. This record captures patient 4 of 4. Second disconnection for this patient captured in additional complaint.